Event description:
It was reported that the recanalization catheter would not advance over the guide wire. Another recanalization catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. There have been 2 complaints reported to date for corporate lot number gfxj3224, for this issue. The device was returned. The investigation is confirmed for a hole in the guidewire lumen just underneath the distal metal tip and for material separation as the outer catheter had separated from the distal metal tip. The hole in the lumen and the material separation resulted in the reported guidewire issues. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.